Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-28, lot# j0015977v, implanted: (B)(6) 2002, product type: lead.

Event description:
A friend or family member of a patient reported on (B)(6) 2016 that the patient had felt pain for the past week and was feeling intermittent stimulation when they moved a certain way. The patient thought one of the leads had "come loose". The patient went to their doctor's office on the day of report. There were no related trauma or falls. Troubleshooting with the patient programmer (pp) found that stimulation was on, and they were able to change stimulation which did not resolve the issue. The change was noted to be sudden, and it had occurred within the past week. The patient was going to follow up with their doctor. The indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that the patient had contacted them about a week and a half prior with a loss of stimulation. An appointment was made to check the implantable neurostimulator (ins) but the patient called back stating the problem had resolved. The patient then began to experience intermittent stimulation again and met with the representative on the day of this report. Impedances were as follows: (referenced to electrode 1) electrode 0 = 2465, electrode 2 = 2790, and electrode 3 = 4877. Results when referenced to electrode 0 were: electrode 1 = 2465, electrode 2 = 3992, and electrode 3 = 5589. It was reported there were high impedances. The patient was programmed using all 4 electrodes on the 1x4 lead. Prior to this report, the representative had attempted to program the patient using different bipoles but they could not feel the stimulation up to 10.5 volts. Fluoroscopy was performed and there were no indication of a problem. There were no falls or trauma reported that could be related to the issue. The high impedances were reviewed with the patient's physician. Follow up information received on oct. 14, 2016 from the manufacturer's representative reported that the patient was being sent to a surgeon to discuss revision/replacement options (date unsure).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that the patient's implantable neurostimulator (ins) had stopped working. They said they had tried everything but couldn't get it started again. The patient's managing physician told them it would need to be surgically replaced. The caller stated they had been waiting to hear from a manufacturer representative to schedule the surgery, but had not heard anything. The caller was advised to follow up with the managing physician. The caller noted they would contact the healthcare provider to schedule the surgery and resolve the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.